Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
A complainant reported the patient was on impella 5.5 support. While on support, ¿pp high¿ problem occurred. There were no confirmed kinks. Lysis protocol was sent. The patient remains on support.

Manufacturer narrative:
The investigation of high purge pressure has been completed. No product was returned for evaluation. Data logs were reviewed and long term logs from the field showed a rise in purge pressure over a period of approximately four hours with a decrease in purge flow. Purge pressure remained high for approximately 15 hours before the purge pressure decreased with a slight increase in purge flow. Purge pressure values remained slightly elevated from pre-alarm values for remainder of case. Clinical details noted that the current activated clotting time value was not available at time of purge alarms. Additionally, tissue plasminogen activator (tpa) protocol was provided to the clinical team but it was not noted if tpa resolved the issue. The root cause of the high purge pressure was most likely due to biomaterial. A.1 revised as identifer was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-25085. D.6a and d.6b revised as dates were reviously entered incorrectly on the initial manufacturer device report number 1220648-2024-25085. E.1 revised first and last name as they were reviously entered incorrectly on the initial manufacturer device report number 1220648-2024-25085. G.1 revised reporting contact email was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-25085.

Manufacturer narrative:
B.1 revised to reflect adverse event and product malfunction on manufacturer device report number 1220648-2024-25085. B.2 revised to reflect patient death and date of death on manufacturer device report number 1220648-2024-25085. B.5 revised to include the patient outcome of death on manufacturer device report number 1220648-2024-25085. H.1 revised to reflect death on manufacturer device report number 1220648-2024-25085. H.6 health effect - impact code 1802 was added to reflect patient outcome on manufacturer device report number 1220648-2024-25085.

Event description:
The decision was made to withdraw care and the patient expired. The patient expired after having 169.77 hours of impella support. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.